Manufacturer narrative:
Product ID 3550-39, lot# n343243, implanted: 2012 (B)(6); product type accessory product ID 3 887-56, lot# v287549, implanted: 2012 (B)(6); product type lead product ID 3550-39, lot# n328318, implanted: 2012 (B)(6); product type accessory product ID 37754, serial# (B)(4), implanted: 2012 (B)(6); product type recharger product ID 37744, serial# (B)(4), implanted: 2012 (B)(6); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3887-56, lot# v287549, implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3887-56, lot# v287549, implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3887-56, lot# v287549, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect and the implantable neurostimulator (ins) never stimulated in the right area. It was noted that their ins stimulated in the left area but not the right. It was further noted that the patient had 3 leads working but the patient should have 4. It was further reported that 3 manufacturer representatives had tried to set it where it would work but had not been successful. The patient was reportedly going to have surgery soon for a replacement paddle so the leads could be permanently stable. It was noted that they could not get the leads to stay where they should because of scar tissue and that the leads continued to move at the time of the report. It was also noted that the date of the surgery was ¿in the works.¿ additional information has been requested but was not available as of the date of this report.